Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Boston scientific received that this right ventricular lead exhibited high out-of-range pacing lead impedances of greater than 2,000 ohms and high pacing threshold measurements. Additional information was received from the field representative that the lead had a crushed suture sleeve which was conclusively determined through fluoroscopy. The lead impedance was tested with the pacemaker and got an out of range measurement of 2,430 ohms. The rv lead was surgically abandoned and replaced with a new one. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.